Manufacturer narrative:
Actual device involved in incident was evaluated. Investigation finds that the microscope problem was due to the microscope lens cap. Software is functioning as designed.

Event description:
Neurosurgeon, reported that he was inaccurate by 6.5 mm while navigating with the pentero scope (p4) during a cranial procedure. The inaccuracy was observed in the z-direction only. The surgeon reported that he was accurate with the passive planar blunt probe. The scope was tracking properly throughout the procedure and the surgeon proceeded with the case with the use of the stealthstation. No pt impact was reported.